Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was not illuminated or flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self test on (B)(6) 2008 and again on (B)(6) 2008. It appears the device was left in the fault mode until (B)(6) 2009. The device then performs as expected from then till the next self test fail on (B)(6) 2010. Again there is a gap in the information until (B)(6) 2010 but the pad-pak is replaced and operates until (B)(6) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is significant corrosion in the device and it is in poor condition indicating the device is being stored in a location where it is exposed to adverse environmental conditions. This is known to have a detrimental effect on the device membrane and is considered likely to be the root of the problems with this device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.